Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
During investigation, the reporter alleged that the patient experienced a blood glucose of 592 mg/dl associated with an alleged occlusion issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was reported that the reporter changed the infusion/cartridge the day before and the patient started elevating after breakfast and continued to elevate. Cts assisted the customer with changing the occlusion sensitivity and the issue was resolved. This complaint is being reported because the patient experienced hyperglycemia associated with user eror.